Event description:
It was reported that the symptomatic patient presented to the emergency room in backup vvi mode. The patient also experience syncope and was lost to follow-up with no prior interrogations on the device. There was no pacing support until download attempt. Due to low battery status further troubleshooting could not be performed. The pulse generator was replaced due to normal elective replacement indicator (eri).

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to device battery voltage dropping below end-of-life (eol) level. This was due to normal battery depletion. After replacing the battery, normal function ensued.

Event description:
Olympus received a medwatch which stated "olympus light source for egd (esophago-gastroduodenostomy) tube placement with md. Bulb burned out - switched to spare bulb on machine which is not adequate light for a procedure. Switched to alternate light source which itself has noise and low light. Physician was unable to complete procedure with either piece of equipment. Procedure terminated. All this occurred during the procedure".

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received . Device evaluation anticipated but not yet begun.